Manufacturer narrative:
Manufacturer reference number: (B)(4). All the information included on this report is the only information that has been provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, "needle broke."